Manufacturer narrative:
Investigation summary: the batch history (DHR) review, maintenance records analysis and quality notifications records analysis were performed and no occurrences were found for this batch. We received the sample and picture sent by the client for evaluation. Pictures and samples related to the occurrence were received. The analysis of both led our quality engineers to confirm the failures of needle bent and needle through the shield. Investigation conclusion: we inform that in the manufacturing process there are countermeasures to avoid this failure mode, in the packaging process and according to the control plan, there are inspection activity of needle bent and needle through the shield 02 hours in 40 pieces. In the same way and during the assembly process, the inspection activity of needle bent and needle through the shield every 02 hours in 50 pieces. In addition we emphasize that quality inspectors collect samples of the process for evaluation of product quality, and if any product in non-conformance is found a quality notification is issued, the batch is locked for final analysis and decision. Root cause description: according to the sample and photo sent, it was identified that during the assembly of the needle, an extra cannula screwed between the protector and the hub. The epoxy nozzle applied the resin that glues this cannula in the hub, this resin also fixed the extra cannula in the hub side. So at the moment of shield assembling on the hub, both defects needle bent and needle through the shield occurred. This mode of failure is not systematic, according to batch history, those type of failures have a very low frequency of occurrence. Rationale: the indicators of production versus quality are monitored so that this mode of failure can be measured and having its rate and trend. CAPA is not required.

Event description:
It was reported that the bd precisionglide¿ hypodermic needle pierced through the plastic shield and product packaging.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ hypodermic needle pierced through the plastic shield and product packaging.